Event description:
Underwent fluid withdrawal from the joint for symptomatic relief (knee) [knee effusion] ([knee pain], [knee swelling]) underwent fluid withdrawal from the joint for symptomatic relief [arthrocentesis]. Case narrative: initial information received from macao on 28-apr-2021 regarding an unsolicited valid serious case received from a orthopedic doctor. This case is linked to cases (B)(4) (cluster cases). This case involves adult and unknown gender patient who underwent fluid withdrawal from the joint for symptomatic relief (knee) after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate injection (strength: 48mg/6ml) ( dose, frequency, route, indication - unknown) (batch number- arsl024c; expiry date-nov-2023). Information on the batch number was requested. On an unknown date, after unknown latency, patient had painful knee joint and serious swelling around 1-2 days after synvisc one injection and underwent fluid withdrawal from the joint for symptomatic relief (join effusion, joint swelling, arthralgia, aspiration joint). All the event assessed as serious due to required intervention. Action taken: not applicable for both events. Corrective treatment: fluid withdrawal. At time of reporting, the outcome was not applicable for aspiration joint and was unknown for joint effusion. A product technical complaint (ptc) was initiated on 29-apr-2021 for synvisc one (lot number:arsl024c) with global ptc number (B)(4). The production and quality control documentation for lot # arsl024c expiration date (2023-11) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # arsl024c no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 10-may-2021 there are 3 complaints on file for lot# arsl024 and all related sublots. 3 complaints are on file for lot# arsl024c: (3) adverse event reports. Sanofi will continue to monitor complaints as to determine if a CAPA was required. Final investigation was completed on 10-may-2021. Additional information received on 29-apr-2021 from physician. Batch number added. Text amended. Additional information was received on 10-apr-2021 from the other healthcare professional. Ptc results received and processed. Global ptc number was added.

Event description:
Underwent fluid withdrawal from the joint for symptomatic relief (knee) [knee effusion] ([knee pain], [knee swelling]) underwent fluid withdrawal from the joint for symptomatic relief [arthrocentesis]. Case narrative: initial information received from macao on 28-apr-2021 regarding an unsolicited valid serious case received from a orthopedic doctor. This case is linked to cases (B)(4) (cluster cases). This case involves adult and unknown gender patient who underwent fluid withdrawal from the joint for symptomatic relief (knee) after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate injection (strength: 48mg/6ml) ( dose, frequency, route, indication - unknown) (batch number- arsl024c; expiry date-unknown). Information on the batch number was requested. On an unknown date, after unknown latency, patient had painful knee joint and serious swelling around 1-2 days after synvisc one injection and underwent fluid withdrawal from the joint for symptomatic relief (join effusion, joint swelling, arthralgia, aspiration joint). All the event assessed as serious due to required intervention. Action taken: not applicable for both events. Corrective treatment: fluid withdrawal. At time of reporting, the outcome was not applicable for aspiration joint and was unknown for joint effusion. A product technical complaint was initiated and results were pending for the same. Additional information received on 29-apr-2021 from physician. Batch number added. Text amended.

Event description:
Underwent fluid withdrawal from the joint for symptomatic relief (knee) [knee effusion] ([knee pain], [knee swelling]). Underwent fluid withdrawal from the joint for symptomatic relief [arthrocentesis]. Case narrative: initial information received from macao on 28-apr-2021 regarding an unsolicited valid serious case received from a orthopedic doctor. This case is linked to cases (B)(4) (cluster cases) this case involves adult and unknown gender patient who underwent fluid withdrawal from the joint for symptomatic relief (knee) after the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate injection (lot, dose, frequency, route, indication - unknown). Information on the batch number was requested. On an unknown date, after unknown latency, patient had painful knee joint and serious swelling around 1-2 days after synvisc one injection and underwent fluid withdrawal from the joint for symptomatic relief (join effusion, joint swelling, arthralgia, aspiration joint). All the event assessed as serious due to required intervention. Action taken: not applicable for both events. Corrective treatment: fluid withdrawal. At time of reporting, the outcome was not applicable for aspiration joint and was unknown for joint effusion. A product technical complaint was initiated and results were pending for the same.